Event description:
Additional information was received on (B)(6) 2021: the vessel that was being treated was the av fistula.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to update section h3, and to provide the completed investigation results. One 6 fr 10cm glidesheath slender along with a 7mm x 4 cm conquest bard balloon stuck inside it was received for product evaluation. No other components were received for product evaluation. The sheath was subjected to visual analysis. The portion of the sheath right below the hub was crumpled significantly and the sheath was flattened and damaged throughout. The balloon was stuck within the sheath and high resistance was experienced to get the balloon out of the sheath. When the prolapsed section of the sheath was stretched with a lot of force, the shaft came apart from the hub. The inner diameter of the sheath was found to be 2.02mm which is within specifications. The complaint cannot be confirmed for the sheath/catheter mobility issues since there was high resistance experienced to withdraw the balloon from the sheath. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the glidesheath slender sheath conquest balloon would not release.